Event description:
On the evening of (B)(6) 2020, the sterilization team realized a change in water color had occurred unexpectedly. Testing was completed on the (B)(6) . They continued to see discoloration (coloring from instruments) and stopped all operations on (B)(6) 2020. A series of testing and investigations kicked off at the hospital, which ultimately led to several improvements, but no confirmed root cause. No chemical residue was identified. No patients were harmed. No chemical swapping occurred. Chemicals were used in the proper order and within acceptable ranges (only one chemical was used at a higher than normal %, but still within limits. Sterilizing agents are: steris prolystica detergent, steris prolystica ultra-concentrated lubrication, steris prolystica enzymatic.). Manual inspections were completed (wipe test) and ensured quality was adhered to. On-site investigation and improvements included (but were not limited to): evaluated sterilizer lines, tested water supply, cleaned sterilizers, washers were descaled, changed chemicals used to wash with, changed rinse cycles, increased rinse cycles, implemented daily check of the water, implemented detect ors, implemented manual visual and tactile testing, etc., as recommended by steris. On (B)(6) 2020, we returned to normal operations. We expect devices should be able to be reprocessed and used, on the basis that naturally occurring elements in the water will not cause a surgical site infection (ssi). Whitepapers by steris, aesculap, chemaqua, etc. Confirmed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an event occurred during sterilization. It was reported that hospital¿s sterilization department had an issue across the board (not just with medtronic sets) where the department employees had chemical type burns after touching sets going through the washer/disinfection and sterilization process. Additionally, some employees also had chemical exposure symptoms from breathing the air around these sets. Additional information received from manufacturer representative that the event was a hospital sterilization issue that was not isolated to just medtronic trays but to the entire department. An issue with the washer or sterilizer caused a chemical reaction which sent hospital staff to the ER. This reaction left some instruments with a film/residue on the them. There was no patient contact and no patient symptoms or complications reported as a result of this event.